Event description:
It was reported that the left ventricular (lv) pace impedance was greater than 2,500 ohms over the past three months and there was loss of capture in every tested configuration. X-ray revealed what appeared to be damage on the lv lead close to the header of the implanted cardiac resynchronization therapy defibrillator. The patient was reliant on a wheelchair and hospitalized for an unrelated reason. The physician was planning to do a lead revision; however, intervention was not yet scheduled. Upon explant, the lv lead is not expected to be returned to the manufacturer for analysis. The model and serial number of this boston scientific lead are unknown at this time, despite attempts to obtain the information. No adverse patient effects were reported.